Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a knee arthroscopy, the healicoil pk anchor had some resistance when inserted into the bone hole and the tip of anchor broke. The broken pieces were removed from inside the patient with a kelly clamp. The procedure was completed placing a s+n back up device into the originally bone hole. There was a surgical delay of less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H2: corrected information in h6 (type of investigation & investigation findings). H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned with any original packaging. The distal anchor is fractured below the eyelet, and the threads are in the insertion tube. The eyelet was not returned. The distal plug, and proximal anchor were returned on the device with no visible defect. The insertion device has no visible defect. A functional evaluation showed the black (1) most proximal knob will rotate and move the distal anchor/plug rod as intended. The orange (2) larger knob will rotate and move the outer barrel/forks as intended. A material assessment found that based on the condition of the product material found during visual inspection, it was determined that additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor material specification, found that the storage conditions and material requirements are specified for the implant material. Each lot must be accompanied by a material certificate of analysis. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factor lines include an application of unintended inappropriate or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.